Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited low, out of range pacing lead impedance measurements less than 200 ohms. Boston scientific technical services (ts) reviewed the latest send from the remote monitoring system and discussed that signals on the atrial channel may indicate potential noise. Furthermore, there appeared to be atrial undersensing on the presenting electrogram (egm). A review on the arrhythmia logbook determined that there was a history of oversensed noise on the atrial channel; hence, device programming was done. Subsequent information was received indicating that the cause of the observation was not conclusively determined and additional programming will be performed on the patient¿s next clinic visit. The system remains in service. No adverse patient effects were reported.